Manufacturer narrative:
This product was received and tested by technical services and they could not confirm hour glass on the monitor video display. A test baton was plugged into the customer's monitor and the monitor was powered on. The video image was observed for over four (4) minutes and no freezing of the image or any other issue was seen. Technical services was unable to evaluate the full system as the customer only sent in their gvm monitor. The monitor was updated to the latest software. Service complete. Returned to customer.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, they could only use the unit for about two (2) to three (3) minutes before the screen went blank. A delay in the procedure of approximately 10 minutes occurred as a back-up gvm monitor was obtained. No harm to patient or user was reported.